Manufacturer narrative:
Citation: yoon sh. Clinical outcomes following transcatheter aortic valve replacement in asian population. Jacc cardiovasc interv. 2016 may 9;9(9):926-33. Doi: 10.1016/j.jcin.2016.01.047 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding clinical outcomes following transcatheter aortic valve replacement in asian population. All data were collected from multiple centers between 2010 and 2014. The study population included 848 patients (predominantly female; mean age 82 years), 299 of which were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients 30-day and 1-year all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: coronary obstruction, conversion to open heart surgery, pacemaker implantation, severe paravalvular leak, implantation of two valves, stroke, major bleeding, major vascular complications. Based on the available information, these events were attributed to medtronic product. No additional adverse patient effects or products were reported.